Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the device had an improper shutdown. Evaluation inspected the device with known good battery and found depressed battery contact pins due to dried liquid substance. A review of the event history log revealed "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the depressed battery contact pins due to dried liquid substance. The battery contact pins required to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.